Manufacturer narrative:
On 26 march 2018 we were informed by medacta (B)(4) that no update was available up that day. Batch review performed on 26 march 2018; lot 157354: (B)(4) items manufactured and released on 1 march 2016. Expiration date: 2021-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 medacta's sales representative has been informed by the surgeon that about 10 days after primary surgery, the surgeon took x-rays and found the femoral bone was cracked. The surgeon decided to follow up.